Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in condition good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified arteriovenous fistula. A 6.0mmx100mmx80cm-hybrid sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in condition good post-procedure.